Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. There was no pt involvement. The customer reported to have not duplicated the alleged malfunction. Covidien not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).